Manufacturer narrative:
Tornetta, p., bergman, m., watnik, n., berkowitz, g. And steuer, j. (1994). Treatment of grade-iiib open tibial fractures: a prospective randomised comparison of external fixation and non-reamed locked nailing, the journal of bone and joint surgery, 75-b:13-19. This report is for an unknown locked non-reamed intramedually ao nail/unknown quantity/unknown lot. Synthes and competitors devices were used, and it can not be determined with certainty which devices are associated with which events. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: tornetta, p., bergman, m., watnik, n., berkowitz, g. And steuer, j. (1994). Treatment of grade-iiib open tibial fractures: a prospective randomised comparison of external fixation and non-reamed locked nailing, the journal of bone and joint surgery, 75-b:13-19. This study reported early results of a randomised prospective study comparing external fixation with non-reamed locked nails in grade-iii open tibial fractures. Of 29 patients,15 patients were treated with nail and 14 were treated with external fixation between january 1989 and january 1991. There were 20 men and 9 women included in the study. For the patients treated with the nail, the ages ranged from 21 to 73 with a mean age of 41. Complications included: a patient who experienced a deep infection at fracture site and required debridement and subsequent bone graft to obtain union. Another patient needed a second bone graft and healed at 30 weeks. This is report 1 of 1 for (B)(4). This report is for an unknown locked non-reamed intramedually ao nail. Synthes and competitors devices were used, and it can not be determined with certainty which devices are associated with which events. A copy of the literature article is being submitted with this medwatch.